Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic sleeve gastrectomy, while in the stomach, there was poor staple formation. Only 20mm of the staples were fired. The staple line was incomplete centrally. The open staples also fell into the patient¿s cavity. Another reload was used to complete the case. There was no patient injury.